Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) for the treatment of right lower extremity deep venous thrombosis (dvt). The patient presented with a right lower extremity dvt and an abdominal aortic aneurysm (aaa) was discovered during imaging. The ivc filter was implanted prior to surgical repair of the aaa. A central vena cava gram was done that revealed the iliac veins to be patent and free of clot. The ivc was of normal size and free of clot. The trapease was successfully deployed in the infra-renal area. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient is suffering from blood clots, clotting and/or occlusion of the ivc. The filter remains implanted; thus, unavailable for analysis.

Manufacturer narrative:
As reported, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter for the treatment of right lower extremity deep venous thrombosis (dvt). The patient presented with a right lower extremity dvt and an abdominal aortic aneurysm (aaa) was discovered during imaging. The ivc filter was implanted prior to surgical repair of the aaa. A central vena cava gram was done that revealed the iliac veins to be patent and free of clot. The ivc was of normal size and free of clot. The trapease was successfully deployed in the infra-renal area. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient is suffering from blood clots, clotting and/or occlusion of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.